Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vtich12.6, 2.0/4.0/175, implantable collamer lens got stuck in cartridge or injection system on (B)(6) 2021. There was patient contact but no injury to the patient. Lens was implanted, removed and replaced within the same surgery, and the problem resolved. Cause is unknown.